Event description:
It was further reported that the right atrial (ra) lead was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, implantable pulse generator, (B)(6) 2011; 5076-52, implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. A proximal portion was received measuring 37 cm. A distal portion was received measuring 37 cm. Analysis was performance and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead was high in unipolar and bipolar configurations. Trends showed a steady increase since implant. The lead remains in use. No patient complications have been reported as a result of this event.